Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left deflation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent revision breast augmentation with a 425cc mentor smooth round moderate profile and experienced breast implant deflation on her left side postoperatively. As a result, the patient underwent explantatation and replacement with catalog number 3501670; serial number (B)(6) on (B)(6) 2017. The patient experienced three left side deflations. Please see manufacturer numbers below for each event: first event:1645337-2022-03883, second event: 1645337-2022-02461.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).